Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal therapy. The patient was refilled. On their way home, the patient started feeling sedated and drugged. A pocket fill occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The healthcare provider (hcp) was unaware of any issues with the patient.